Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by the customer changing supplies, a correction injection via manual insulin therapy, and correction bolus via the pump. Customer did not require third-party assistance. To resolve the issue the customer changed the infusion set, cartridge, and resumed insulin.